Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It was reported the pt started to feel pain at the ipg pocket. The sjm rep met with the pt and noted the ipg had rotated within the pocket. Follow up identified the physician planned to replace the ipg with a smaller ipg at a future date.